Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with three reloads present. The reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reload b: ecr45w, p57l3n, fully fired, reload c: ecr45g, p5815c, fully fired, reload d: ecr45g, p58c6d, fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the issue was observed while performing the video-assisted thoracic - lung lobectomy. Stapler was used to separate lung parenchym between superior lobe and middle lobe of the right lung. Stapler was used in total 3 times, followed by bleeding, that had to be fixed by classic method. The staples were not closed properly (not to whole length on the staple line was properly closed), staple line was bleeding, but not strong.